Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient of unknown race and ethnicity underwent primary breast augmentation with a 420cc mentor smooth round high profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced only right side deflation and underwent unilateral replacement with 420cc saline implant filled to 450cc saline on (B)(6) 2020. There was no issue reported on the left side. Hence, fields h6 for health effect - clinical code, health effect - impact code, and medical device problem code have been updated on this form. H6 medical device problem code a27: no product quality issue this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).